Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited a cracked light guide cover glass and a cracked light guide connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the cracked light guide cover glass and a cracked light guide connector was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.